Event description:
Customer reported hospitalization due to diabetes ketoacidosis. Blood glucose level was 600 mg/dl at the time of admission. Customer was vomiting and nauseous. Customer was treated for high blood glucose with insulin drip. Customer's blood glucose at the time of call was 235 mg/dl. Troubleshooting was performed and found that there was no leak; basal rates and bolus wizzard settings were correct. Assisted customer with high pressure test and passed. Reminded customer to change sensor site; reservoir and infusion set every two to three days as this may also cause high blood glucose. Advised customer to discuss high blood glucose with his physician. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.